Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report. Correct product code is kxa current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014- 05994 & 08428).

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing on (B)(6) 2007. Subsequently, the patient underwent a closed reduction procedure on an unknown date due to dislocation from intercourse.

Event description:
It was reported that patient enrolled in a clinical study underwent left femoral resurfacing procedure on (B)(6) 2007 due to osteoarthritis. Subsequently, patient experienced dislocation treated by closed reduction procedure. No revision procedure was reported.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. MFR date - unk. Event is being reported to FDA on one medwatch as the limited information available indicates that a surgical complication occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch. Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing on (B)(6) 2007. Subsequently, the patient experienced a dislocation and was treated by closed reduction procedure. No revision procedure was reported.